Event description:
In (B)(6) 2010, I had the (B)(4) stem pinnacle cup ceramic on plastic hip put in. Since the day it was put in, I have had nothing, but more problems than ever. Pain in the hip area and goes down my leg, can't sit, stand or lay for long periods of time, my pelvic bone is now tilted, I have numbness and burning in my back, not to mention the pain as well, popping in the groin area, limping and also somedays it's hard to even walk, I don't know what it's hard to even walk, I dont' know what it's like to run anymore or to wake up and have a day without pain. Something must be done. I know I am not the only one suffering from the effects of this hip. Please do something about it. Person can only take so much.